Manufacturer narrative:
Pt information was not available at the time of this retrospective report. Medtronic tech services provided instructions on reconnecting the cables and powering on the system. They reported that the system displayed green status and the issue was resolved. The software investigation showed no software issues.

Event description:
The site reported that the system displayed black status when preparing for an ent procedure. There was no impact on pt outcome.